Event description:
It was reported that occlusion alarms occurred .there was no reported impact to the customer¿s blood glucose level. A system check was performed by technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.

Event description:
It was reported that occlusion alarms occurred .there was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.